Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging a calcode issue with her onetouch ultralink meter. This complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. On (B)(6) 2012 between 1:30-2:15pm, the patient reported she went to her nurse diabetes educator who changed her insulin pump settings to reflect changes in the patient's regimen. The patient believed the nurse educator may have inadvertently changed the code on her meter as well. The patient reported obtaining a reading of ''303mg/dl'' while with the diabetes educator and she treated the reading with the appropriate amount of novolog insulin at an unknown time. The patient reported to the mss that she normally manages her diabetes with novolog insulin pump therapy and boluses according to her meter readings and carbohydrate intake. The patient reported she normally tests her blood glucose at least 6 times a day, and she targets blood glucose of ''120mg/dl.'' The patient reported on (B)(6) 2012 at 9:30pm, she developed symptoms of ''sweating, heart rate racing, felt weak, tired had difficulty breathing and felt shaky,'' which she associates with low blood glucose. The patient reported at 9:30pm, she obtained a reading of ''80mg/dl.'' The patient reported having some crackers and peanut butter and felt better after 30 minutes. The patient reported on (B)(6) 2012 at 12:30pm, she felt her blood glucose to be reading high, therefore, had less to eat for lunch than usual. The patient reported on (B)(6) 2012 at 1pm, she obtained a reading of ''306mg/dl'' and administered an unknown amount of novolog insulin according to her sliding scale. The patient reported discovering the subject meter was on code 24 instead of code 25 prior to contacting lfs on (B)(6) 2012. At the time of troubleshooting, the alleged issue was resolved with training. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.